Event description:
Additionally, the health professional reported injecting a patient in the nasolabial folds and marionette lines with 1 ml of juvéderm® ultra plus xc. The patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ within the first few days, the patient reported ¿swelling.¿ the physician recommended 2 benadryl every 4 hours for 24-48 hours and ice. Three months later, the patient was injected in the lips with .55 ml of juvéderm volbella® xc. Again, the patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ after a few days post-treatment, the patient reported ¿swelling.¿ the physician again recommended 2 benadryl every 4 hours for 24-48 hours and ice. The symptoms resolved 5 months later. The injector noted that the patient was diagnosed with delayed angioedema to lisinopril and the event had nothing to do with the fillers. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00030 (allergan complaint #2020603) and MDR ID# 3005113652-2020-00031 (allergan complaint #2020607). This MDR is being submitted for the 13/may/2019 injection of juvéderm volbella® xc.

Manufacturer narrative:
Angioedema is an unknown potential adverse event not addressed in the product labeling. Additional data: b.5, g.1, h.6.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Aesthetician reported injecting a patient in the lips with 0.55 ml of juvéderm volbella® xc. The patient left the treatment room ¿with minimal redness and swelling, no bruising.¿ five months later, the patient reported ¿swelling to upper lip.¿ the patient also experienced ¿anaphylaxis¿ which required an epipen in the ER. Per the patient, the ER doctor could not indicate the causality. Prior to the anaphylactic reaction, the patient reported ¿complaints of a scratchy throat, pain, and cough.¿ no other information was provided.